Event description:
It was reported that this pacemaker was part of the system revision due to infection and possible erosion. Reportedly, the system extraction was not product related and had an unknown open allegation. No adverse patient effects were reported. The pacemaker was explanted.